Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open liver resection, when clipping the tissue bundles, when the clips were loading they were coming out sideways. Another device was opened to complete the case. There was no patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one premium surgiclip* large - (13.0" shaft size) titanium stapler. The instrument was received partially applied with eleven remaining clips. Visual inspection of the instrument revealed no abnormalities. During functional testing a clip misloaded during the firing cycle. A manufacturing fault was identified during product analysis. Carrier misalignment causing clips to misload. Improvements have been implemented to mitigate this condition. If information is provided in the future, a supplemental report will be issued.